Event description:
It was reported that the patient had an infection at the ipg site. The symptoms were pain and swelling. Additional information was received that the patient did not have an infection. The patient had inadequate stimulation and both ipgs were no longer functioning as intended. The patient underwent a revision procedure wherein the two ipgs were replaced. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc1110020, model: sc-1110-02, serial: (B)(4), batch: 14758823.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of pain and swelling at the ipg site were noted.